Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not delivering insulin. Troubleshooting was performed. The customer stated that the status screen shows 116.7 units left of insulin. Ran a fixed prime test and the insulin exited. The customer stated having unexplained high glucose for the past two days. The blood glucose reading at time of call was 265mg/dl. The programming, tim, and date was correct. The customer requested having the insulin pump replaced. No further information was provided.